Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with a "damaged door" was confirmed on customer site in the sample evaluation. The cause of the problem was a damaged door. Service replaced the door onsite at the facility.

Event description:
The facility reported a flogard infusion pump with a "damaged door". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.